Manufacturer narrative:
(B)(4). Additional information: it was determined by quality engineering that the reported problem of a 814:01 failure code was attributed to depleted main batteries as a result of user error.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 814:01 was confirmed but not reproduced by a baxter service technician. The root cause was attributed to a depleted main battery. The main battery & battery harness were replaced to correct this condition. There have been similar reports to baxter regarding this issue. Additional investigation is being conducted through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump malfunction with a failure code of 814:01. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no report of patient/user involvement, injury or medical intervention. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.